Event description:
It was reported that the patient presented remotely. Upon review of the remote transmission, the right ventricular (rv) lead exhibited noise oversensing, which resulted in pacing inhibition. The patient was subsequently brought into the clinic, and programming changes were made to address the oversensing. The patient reported experiencing episodes of dizziness. The rv lead was subsequently capped and replaced on (B)(6) 2026. The patient remained stable throughout.